Event description:
Account alleged that the hi/low will drift down after he lets off the hi/low down switch. Account states that there were no injuries and pt was not in the bed.

Manufacturer narrative:
Account stated that he disassembled and cleaned the hi/low brake assembly to resolve the alleged problem with hi/low drifting down after he let off the hi/low down switch. The hi/low brake assy needed to be cleaned.